Event description:
It was reported by the customer that pyxis medstation es system scanner was not working. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported malfunction could not be reproduced. A field service engineer readjusted usb connection as a precaution. The system functioned as intended after the field service engineer troubleshot the device.